Event description:
It was reported that patient underwent total knee arthroplasty in 2006. Locking bar component backed out, and patient underwent revision procedure approx four months later.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Examination of returned device was inconclusive; unable to determine if locking bar component had been fully seated.